Event description:
It was reported that the device delivered inappropriate high voltage therapy due to device programming. The device was reprogrammed and medication was administered to resolve the event. The patient was stable and there were no adverse consequences.